Event description:
Caller reported a malfunction on the pump, which occurred while the pump was being updated. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Cts provided information to reset the pump, but due to a software error, the pump could not be reset. Consequently, cts confirmed with csa to replace the pump and instructed the customer on backup therapy and steps to follow upon receiving the replacement. The caller understood and acknowledged all instructions, and a replacement pump with updated software was sent.